Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that perforation and tilt occurred. The patient presented for gastric bypass surgery, but due to recurrent deep venous thrombosis in the bilateral lower extremities, was referred for a placement of a greenfield filter. The permanent inferior vena cava filter was deployed in appropriate orientation and appropriate position without complications. The procedure was completed. The patient tolerated the procedure well and the patient was sent for gastric bypass surgery. In (B)(6), 2017, the patient underwent a non contrast computed tomography of the abdomen to evaluate the placement of the ivc filter. It was noted that the filter tip abutted the anterior wall of the inferior cava but did not perforate. However, it was indicated that the filter struts may have penetrated the inferior vena cava. There were two anterior struts that abutted a traversing loop of small bowel and other filter struts that either abutted nothing or the anterior margin of the vertebral body at that level. The exam was completed and no further patient complications were reported in relation to this event.